Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting tandem technical support helped the customer to clear the alarm and successfully resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level.